Event description:
It was reported that during a stent placement procedure, the device allegedly detached and left in the vessel. It was further reported that the device was removed using with snare. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2024). Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in activated condition without stent, and the distal end of the cardan tube including tip was missing which confirmed that the inner catheter cardan tube broke and detached during deployment. Provided x-ray images/movies demonstrate that a radiopaque piece of catheter was broken and left inside the vessel. The images/movie also confirmed that it was removed using a snare; the investigation leads to confirmed result for inner catheter break and subsequent detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regard to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. In regard to insertion/ removal difficulty the instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 10/2024), h11: g1, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the device allegedly detached and left in the vessel. It was further reported that the device was removed using with snare. There was no reported patient injury.